Manufacturer narrative:
Additional information: b5, d4 plant investigation: no sample was available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation revealed there were no non-conformities during the manufacturing process. It can be assumed that any damage to the fibers in the gas exchange membrane would result in blood leakage due to the higher pressure of the blood flow compared to the gas flow. Accumulation of air on the blood bearing side of the oxygenator is possible if the pressure on the gas side is higher than the pressure on the blood bearing side. The pressure of 25 mmhg must not be exceeded, and the oxygenator and pump head should be positioned as low as possible. As a physical evaluation of the xlung kit could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Approximately two hours after the start of extracorporeal membrane oxygenation (ECMO) therapy, an alarm occurred indicating that air was present in the xlung kit 230. The alarm that occurred, ¿#210 - air bubble detected¿, ultimately resulted in patient blood loss. Upon follow-up, it was confirmed that air bubbles were visible in the arterial line after the oxygenator. There were no abnormalities during the priming phase, and the xlung kit was said to be sufficiently primed. There were no other issues leading up to the alarm. All xlung kit connections were confirmed to be secure, and there were no visible defects on the device. A portion of the patient¿s blood was returned; the reported problem resulted in approximately 65 ml of blood loss. The patient did not require any medical intervention due to the event. To resolve the reported issue, the kit was replaced. The patient was then able to continue and complete their treatment. A video was provided in which air bubbles could be seen in the arterial line coming from the oxygenator. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Approximately two hours after the start of extracorporeal membrane oxygenation (ECMO) therapy, an air bubble was noted ¿in the tube¿. A video was provided in which air bubbles could be seen in blood within a line that was flowing the oxygenator. It was suspected that an air leak had occurred. The machine produced an unspecified alarm. Most of the patient¿s blood was returned, but not all of it. The patient¿s estimated blood loss (ebl) was 65 ml. The sample was not available to be returned for evaluation.